Event description:
Boston scientific received information that when the patient was in the clinic for a device check-up, it was noted that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. A chest x-ray confirmed a lead perforation. The field representative stated that the lead will be repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.